Event description:
Related manufacturer reference number: 2017865-2025-52163. Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Physician also saw that the patient's right ventricular lead had insulation damage during the procedure on (B)(6) 2025. However, lead was unable to be addressed at the time due to patient anatomy. Patient was stable before, during, and after the procedure and was discharged.

Event description:
New information received noted that the right ventricular and atrial leads exhibited noise over-sensing.

Event description:
Related manufacturer reference number: 2017865-2025-52163. Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Physician also saw that the patient's right ventricular lead had insulation damage during the procedure. However, lead was unable to be addressed at the time due to patient anatomy. Patient was stable before, during, and after the procedure and was discharged.

Event description:
Related manufacturer reference number: 2017865-2025-52163, related manufacturer reference number: 2017865-2025-90459. New information received noted that the right ventricular and right atrial leads were explanted and replaced on (B)(6) 2025. Noise was also noted on both leads. Patient condition was stable.

Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the partial lead found external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie impression. The cause of the reported events was isolated to the external insulation abrasion and to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the heart.